Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified battery voltage beginning to drop in an irregular fashion which could be related to an internal electrical short of the battery. Device replacement was recommended. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this ICD was explanted, replaced with a different model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device data analysis found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically."

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified battery voltage beginning to drop in an irregular fashion which could be related to an internal electrical short of the battery. Device replacement was recommended. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this ICD was explanted and replaced with a different model. No additional adverse patient effects were reported.